Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter had a "battery indicator issue." The complaint was classified based on the customer care advocate's (cca) documentation. The pt stated that the alleged issue began on the same day in the morning. During that time, the pt reportedly had a "battery indicator issue" with the subject meter. After the reported issue on the same day, the pt reportedly experienced symptoms of "low blood sugar." At an unspecified time, the pt reportedly obtained a reading of "129mg/dl" on the back up meter (onetouch ultra2 meter). It is not known if the pt obtained this reading during the symptoms. The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention for the diabetes. During the troubleshooting, it was noted that this was not a new product, there was no meter trauma and the batteries were replaced per the owner's manual. However, the reported issue was resolved during the troubleshooting. Replacement products were sent to the pt. There is not evidence that the subject meter malfunctioned since the reported issue was resolved during the troubleshooting. However, this complaint is being reported because the pt reportedly experienced symptoms of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.